Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, no clip was loaded. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received with one fully formed clip jammed in the center of the clip channel preventing the clips from advancing into the jaws. Pmv was unable to remove the clip without damaging the instrument for functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur when the user positions the instrument vertically and fires in air. This causes the fired clip to slip into the clip cartridge, preventing clips from loading properly. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.